Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 4 fr single lumen groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The sample was flushed with a 12 ml syringe of water and leakage was observed at the distal end of the strain relief. The leakage appears to be emanating from within the assembled connector. The catheter was disassembled, and a microscopic observation revealed a ¿j¿-shaped split in the catheter within the strain relief of the connector, just proximal to the 59 cm depth marker. An indentation of a similar shape was observed on the exterior surface of the catheter next to the split. The edges of the split were observed to be rough and uneven, and the surfaces of the split were observed to be mostly flat and granular in texture. The catheter was dissected in order to inspect the inner wall, and the interior side of the split was observed to be about the same size and shape as the exterior side of the split. The shape and physical characteristics of the split found in the returned catheter as well as the damage observed on the exterior surface of the catheter near the split suggest the catheter was mechanically damaged by an external source such as an instrument or due to compression/impact against a hard surface. However, the exact cause of the observed damage was not able to be determined from the evidence found on the returned sample. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2020. Leakage was found from the catheter on (B)(6) 2020. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2020. Leakage was found from the catheter on (B)(6) 2020. There was no reported patient injury.